Event description:
It was reported that customer pump screen had display issues, were the pump remained black and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.